Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the bone injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision notes stated that some discolored cystic tissue was noted. The joint fluid was gray in color. Trunnionosis was noted with minimal changes overall of the trunnion. Acetabular component was removed with minimal bone loss.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing, or inspection. Therefore, no device history record (DHR) review for this individual asr component will be carried out at this point in time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing, or inspection. Therefore, no device history record (DHR) review for this individual asr component will be carried out at this point in time.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation record received. Patient alleges pain, excessive cobalt and chromium, abrasion, and emotional distress for economic loss as well as punitive damages.

Event description:
Litigation alleges injury to himself, economic loss, loss of services, and loss of consortium. Plaintiff also alleges excessive levels of cobalt and chromium. No labs result provided for the alleges elevated metal ions.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (birth date) and h6 (patient). H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (patient). From surgical intervention to device revision or replacement.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing, or inspection. Therefore, no device history record (DHR) review for this individual asr component will be carried out at this point in time.

Event description:
After review of medical records, it was reported that the patient was revised for left hip failed metal on metal arthroplasty. It was also indicated that the patient presented with mechanical symptoms including grinding, minimal pain with significant dysfunction because of mechanical symptoms. Operative notes reported that surgeon removed any tissue that was stained with the metallosis. Trunnionosis was noted with minimal changes overall to the trunnion.

Manufacturer narrative:
(B)(4). Investigation summary ==> this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a left asr hip performed back on (B)(6) 2009. The orthopedic surgeon that was performing the revision did not tell me much about this patient. From speaking with the pa, he said the patient was not complaining of pain so much, but more from a clunking noise and impingement feeling. From what I understood the patient was not worked up for blood ion levels, etc. If he was, I wasn't aware of the results. Both the surgeon and pa both were talking about this revision from the noise/impingement. Once the surgeon opened the patient up, he did say that he saw some signs of metal/dark tissue. After he knocked off the asr head, he showed me the dark tissue and metallosis he said was around the trilock stem trunnion. He said that the surrounding tissue was in good shape. He looked over the asr head and cup for large abrasions that he thought may have been creating that sound/ impingement, however there were no marks anywhere. He removed the cup using the zimmer explant system. He then reamed the acetabulum and implanted a 58 pinnacle multihole cup. He put in 4 screws and a 40x58 +4/10 degree liner. He left the trilock stem in place. We trialed with a 40 +1.5 head and implanted that head size in a ceramic ts head. He was happy with the stability and leg lengths. Dor: (B)(6) 2019; left hip.